Manufacturer narrative:
Follow-up #1: date of submission 04/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: a review of the pump black box data revealed multiple and recurring unexplained pump reboots. During a visual inspection of the pump, multiple cracks in the battery compartment were observed with a piece of the case missing. The returned battery cap and a test battery cap were able to attach to the pump but unable to tighten securely. All battery cap contact height and width measurements were found to be within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of an intermittent power issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.